Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that abnormal function of the cardiac resynchronization therapy defibrillator (crt-d) was suspected after the patient presented to the emergency room. The patient was admitted to the hospital. The device remains in use. No patient complications have been reported as a result of this event.